Manufacturer narrative:
Date received by manufacturer: 17oct2019. Report date: 22oct2019. The unit's serial number is (B)(4). The manufacture's international service engineer stated that the battery was replaced to resolve this issue and the device has returned to normal. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported battery module failure. There was no patient involvement or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
The customer reported battery module failure. There was no patient involvement or user harm reported.